Event description:
It was reported that log files were sent for review with concerns of a yellow wrench and driveline power fault alarm. The event log file recorded a driveline power fault on 03jul2025 at 15:18:27. Motor function was not affected by this event. The modular cable and system controller were exchanged. Log files after exchange were sent for review. The event log file data that monitored the current across power conductors a and b indicated that they were carrying approximately the same amount of current to the pump. Because they carried the same amount of current, this indicated that the connectivity had improved. It was noted that the patient had rescue tape on the pump side of the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file and via the modular cable¿s functional testing. The provided log file captured a driveline power fault alarm correlating to the system¿s power-b line on (B)(6) 2025. The alarm remained active until the driveline was disconnected to exchange the system controller and modular cable, and the alarm did not prevent the system from operating as intended. The returned modular cable (lot number 7695946) was observed to have a slight deformation on its outer jacket upon arrival, near the controller-connector bend relief. The modular cable was connected to a mock loop, and a driveline power fault alarm was reproduced across multiple system controllers. The cable was stripped, and its red wire was observed to have been fractured underneath the deformation on the cable¿s outer jacket. The red wire correlates to the power-b line, consistent with log file findings, and this wire being fractured would cause a driveline power fault alarm to occur. The root cause of the reported event was determined to be damage to the modular cable that resulted in one of its inner wires becoming fractured; however, the root cause of how the modular cable became damaged was unable to be conclusively determined through this analysis. Incidental findings: contamination in the inline connector. Damaged brown and black wires that did not affect the cable¿s functionality during testing. Review of the device history record for the modular cable, lot number 7695946, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.